Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The physician inquired how to program higher outputs. Technical services (ts) discussed the programming. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.